Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer report numbers: 2916596-2020-02768 and 2916596-2020-02856. It was reported that persistent pulsatility index (pi) events were captured leading up to an event where the driveline was disconnected. The driveline was reconnected and showed a driveline power fault. The system controller had a broken port.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: the reported event of a ¿broken port¿ on the system controller could not be confirmed through this evaluation. The additional information received on (B)(6)2020 indicated the system controller was expected to be returned for an evaluation. The system controller has a reported ¿broken port¿. Attempt was made to obtain additional information from the customer regarding the return status of the system controller; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including driveline power fault alarm indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ heartmate 3 instructions for use states, ¿replace any equipment or system component that appears damaged or worn¿ no further information was provided. The manufacturer is closing the file on this event.